Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system was getting a low system memory message while loading a single series from a scanner. The single series had high quality scans with 0.3 spacing and 0.3 thickness with 576 slices. A manufacturer representative reported that the images looked amazing, but when navigating they got the low system memory message. The site continued to navigate but it was lagging. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.